Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was being returned for eri (elective replacement indication)/warranty considerations. No event was logged at the time of return.